Manufacturer narrative:
(B)(4). No issues or discrepancies were found in the device history record of product code 3910-900-020 / batch 74e2202667 that can be related to the failure mode reported. Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility is not being manufactured at the time. If the sample becomes available this investigation will be updated with the evaluation results.

Event description:
Reported issue: suture burst with traction causing problem in surgery. Additional information: the distributor stated that the procedure was delayed and ultimately the patient's pathology could not be completely resolved. A reconstruction of the anterior cruciate ligament and suture of the meniscal root was being performed by arthroscopy. The delay was because an attempt was made to seek authorization from the health authority to use the material of another manufacturer. The patient was under spinal anesthesia throughout the entire procedure. No injury reported.